Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the popliteal artery. During the procedure inside the patient, the device lost aspiration. Another of the same device was used to complete the case. There were no patient complications and the patient was fine.